Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device made a loud noise then shut down. No patient involvement reported.